Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, wear abrasion, yellow particles on the shell, opening curved and overweight. A visual and microscopic analysis was performed which identified; two punctured openings on anterior. Based on the device analysis the final assessment is: two striated punctured on anterior assessed as surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reports left side swelling and seroma, as well as capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reports left side swelling and seroma, as well as capsular contracture, baker grade IV. The device has been explanted.